Event description:
It was reported the procedure was to treat a lesion in the left circumflex artery. The bmw universal ii guide wire (gw) was advanced to the target lesion. Pre-dilatation followed by stent implantation was performed. A nc balloon catheter was advanced over the gw for post dilatation. While withdrawing the nc balloon, the gw as well as the guide catheter also got pulled back. Despite several attempts, the balloon could not be freed from the gw and withdrawn. The physician then pulled out the entire setup of nc balloon, bmw universal ii wire and the guide catheter while monitoring the patient carefully for any adverse event. Outside the patient, the physician had to pull and break the bmw into two parts to separate the balloon when it was noted the bmw polymer was broken, irregular and sticky in multiple places. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon catheter encountered resistance during removal over the guide wire. Several factors may contribute to this difficulty, including the inner diameter of the catheter, the outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Since the device was not returned for analysis, the exact cause of the reported difficulty remains unknown. Additionally, it was reported that the wire broke during remove from the balloon catheter. After removal, damage to the polymer and an irregular texture was observed. In this case, it is possible that manipulation of the wire, when resistance with the catheter was met, contributed to the polymer damage and irregular texture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.